Event description:
At 8:27am a 50ml bag of 0.125% bupivicaine was started on an epidural drip at a 12ml/hr rate. Approximately one hour later the patient put on the nurse call light and stated she was numb up to her chest. The entire 50 ml bag had infused. The epidural was halted and the patient's bed head was raised and vital signs were monitored. The physician stated he entered the drug label for epidural before setting the rate. No injury to the patient.

Manufacturer narrative:
Unit received operable. Could not duplicate the reported symptom. Flow rates were tested with the IV set used during the incident. All rates were within specification. The pump history log suggests operator error. There is no record of the rate being changed prior to the infusion. The pump was delivering at 125ml/hr rate of the previous infusion rather than the intended 12ml/hr reported.